Event description:
Upon completion of a kissing balloon procedure, after one balloon catheter was removed, the physician went to remove the second balloon catheter and felt strong resistance. The physician pulled, and at this time the shaft broke and the physician then stopped and removed all the material. No material was left inside of the patient. Reportedly, there was no patient injury.